Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was achieved in the left and right common femoral arteries (lcfa and rcfa) using two prostar xl devices. Reportedly, after percutaneous cannulation of the vessel was achieved with guided ultrasound, the subcutaneous tissue tract was enlarged down to the vessel by making a small skin nick and spreading open the subcutaneous tissue. During deployment both devices were held at an angle of 45-degrees to the longitudinal plane of the artery. After the sutures were successfully deployed in the lcfa and rcfa through a 9-french sized access sites both sites were dilated to 18-french. After conclusion of the aaa repair procedure, at the right groin the knots were made and slipped well over the rail suture. After both knots were advanced to the rcfa arteriotomy, bleeding continued. It was decided to open the groin and close the vessel surgically. When the groin was opened, the knot was observed on the vessel wall, but under the knot was a hole from the prostar sutures causing bleeding. During arteriotomy closure of the lcfa the white suture broke while pushing the knot to the vessel and there was not enough white suture remaining to close the knot. Although the green suture remained, it was not enough to close the vessel. The lcfa site required a surgical procedure to stop the bleeding. There were no reported adverse patient sequelae. A significant clinical delay in the procedure was reported due to the reported experience. The physician was reported to be in training in the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency. The other prostar xl device is being filed under a separate medwatch manufacturer report number.